Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that electrode 6/7 was out of range. It was unknown what actions were taken to resolve the event and what the outcome of the event was at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no information was available regarding what troubleshooting was performed/planned to resolve the event and what the cause of electrode 6/7 being out of range. No further complications were reported/anticipated.